Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead were undersensing the p-waves due to patient in chronic atrial fibrillation (af). Further, af waves were not sensed; hence, the atrial lead was oversensing the ventricle, but did not lead to pacing inhibition. A lead dislodgment was suspected due to this strange sensing, and at that time, the field representative was not yet made aware of the situation. Until recently, the field representative was asked to review patient's remote interrogation data and the same observation was noted. An x-ray was performed where the atrial lead was found laying on the atrial floor. The physician was made aware and was still planning on how to intervene. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that surgical intervention was done to mitigate the issue. This ra lead was surgically abandoned while the device remains in service. No additional adverse patient effects were reported.